Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported experiencing urinary retention, constant pain in the back, legs, groin and pelvis, disability requiring crutches or a wheelchair due to extent of pain and inability to move legs. The patient underwent another procedure to have the device cut. No additional information has been provided.